Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our latin american affiliate, during the implantation of a 26mm sapien 3 valve, a leak at the y-connector of the delivery system was noted (the valve was 50% deployed). After several attempts using a 29mm balloon valvuloplasty catheter (bav) the valve was successfully implanted. The procedure ended with a good result. Of last communication, the patient's doing well, with no neurologic symptoms noted.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. During visual inspection, a break in the balloon shaft strain relief at the y-connector was observed as well as a kink present on the proximal balloon shaft likely due to return shipping of the device. No other abnormalities were observed. The delivery system dimensional and balloon shaft measurements were found to be within specification. Functional testing revealed a leak during balloon inflation as fluid was observed underneath the balloon shaft strain relief at the y-connector. Upon removal of the strain relief, a break in the balloon shaft was found. The complaint for delivery system leakage was confirmed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. Since the root cause is undetermined, a corrective action investigation has been opened to continue investigation and implement any needed corrective actions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device.